Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for strip lot 493743. Reference medwatch with patient identifier (B)(6) for strip lot 493573.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. Hi (result > 600 mg/dl) and 163 mg/dl 2. 524 mg/dl and 164 mg/dl sets of readings were taken at different times. Customer was using 2 different strip vials at the time of the comparisons and was unsure which vial was used for each result. No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips.